Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4)alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy occurred approximately 1 week prior to contacting lfs. On an unspecified date, the patient stated she obtained blood glucose readings of ¿8.3 mmol/l¿ with the subject meter and ¿5.3 mmol/l¿ on another device (ot ultramini), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with insulin. The patient reported that on one occasion she took an increased dose of rapid acting insulin (4 units instead of 2 units) in response to a result obtained with the subject meter (reading not provided). The patient denied developing symptoms. In addition, there was no mention of medical treatment for a low blood glucose excursion. At the time of troubleshooting, the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high reading. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 12/17/2013 and 12/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/27/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.